Event description:
Spontaneous. Pt calling because she had a pump get in water and wanted to know if it is still okay to use. She went out for the day and took her extra pump and an extra premixed cassette that were not in use, on ice. The ice melted and the water leaked through the bag holding the pump, and got the pump and cassette wet. Advised patient not to use cassette ER pump, pharmacy will ship a new pump for tomorrow. Patient does not have the pump being replaced with her right now. Pump serial number (B)(4). Cassette lot number not available. Cassette not available for return. No further information known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No, but pump yes. Did we [MFR] replace the cassette? Yes, and pump; did the pt have add'l casssettes they were able to switch to? Yes, and pump; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.